Event description:
Customer posted on saalt's facebook group that their iud came out while using menstrual cup. Saalt responded asking customer to reach out to us directly via email if they were using a saalt cup. Saalt made three attempts to contact the customer without any response. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."